Event description:
The customer reported getting error messages for blower stalled, low inspiratory pressure, and aux alarm supply failed (correlative complaint documented in philips' complaint database). The ventilator was being set up for use in respiratory. No patient harm reported. The customer states he was able to turn the ventilator on and run for 2 minutes then he got the error message blower stalled and aux alarm supply failed. The remote service engineer (rse) advised the customer that for the blower stall error, the recommended action is to verify that the blower is connected to the motor controller board, verify the blower rpm monitor increases above 3000 rpm when the pressure controller is set to a value above 0 cmh20. If blower rpm does not increase above 3000 rpm, replace either the blower or the mc pcba to re-establish the tachometer signal. The customer replaced the blower assembly to resolve the issue.